Manufacturer narrative:
Patient age and weight were not provided. Event date. The alert date was not provided. This information will be provided in a supplemental report if and when made available. The serial number was not provided and the UDI could not be determined. This information will be provided in a supplemental report if and when made available. Mfg date: as the serial number is unknown, the manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Correction number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report from a patient (initials (B)(6)) who had allegedly undergone open heart surgery at (B)(6). The date of surgery was not provided. The patient reported that he had received a letter from the hospital which stated that the sorin heater-cooler system 3t used during his procedure had tested (B)(6) for (B)(6). The patient alleged that he was experiencing the symptoms mentioned in the letter. The patient requested that sorin group reach out to his doctor for more information. Through follow-up communication with the patient's primary care physician (dr. (B)(6)), sorin group (B)(4) learned that the patient was diagnosed with a mycoplasm, not an (B)(6) infection. The patient was treated for the mycoplasm and additional treatment was recommended. However, the patient opted to not be treated further at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(6) received a report from a patient (initials (B)(6)) who had allegedly undergone open heart surgery at (B)(6). The date of surgery was not provided. The patient alleged that he had received a letter from the hospital which stated that the sorin heater-cooler system 3t used during his procedure had tested (B)(6) for (B)(6). The patient reported that he was experiencing the symptoms mentioned in the letter.

Manufacturer narrative:
On september 15, 2016, sorin group was provided a letter by (B)(6), which was sent out to all patients who had undergone cardiac surgery at the facility within the last five years. The letter, dated july 13, 2016, informs patients about a potential infection risk associated with the heater-cooler devices used during cardiac surgery. The letter states that upon being notified by FDA and (B)(4), (B)(6) tested its heater-cooler devices and identified (B)(6) mycobacteria ( (B)(6) contamination. Information regarding the number of contaminated units and any serial numbers was not provided in the letter and has not been provided by the facility. The letter states that the facility is not aware of any patient diagnosed with an ntm infection. Further, the letter reports that the customer began using exhaustive cleaning procedures to disinfect their units. However, the decision was made to replace the sorin heater-cooler devices with three heater-coolers from a different manufacturer. The new units were put into service in the first week of july, 2016. Several attempts have been made to contact the customer regarding information about the involved devices and the previous cleaning practices at the facility. However, sorin group has been unable to obtain any additional information regarding the event. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.